Event description:
The surgeon inserted a three piece collamer lens model cq2015 into pt's eye and the lens tore. The surgeon cut the lens in half to remove it. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens optic has a portion torn off & missing. One haptic is torn off & missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.